Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the left ventricular lead was explanted due to dislodgement. The dislodgement was confirmed via chest x-ray the morning after implant and there was no capture. The left ventricular lead was explanted and replaced. The patient was stable before, during and after the procedure.